Event description:
Litigation alleges elevated metal ion levels. Update rec'd 5/14/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain. Update rec'd 8/12/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from elevated levels of cobalt and chromium metal ions in her blood. There is no new additional information that would affect the outcome of the MDR decision. Update rec'd 11/3/2014- pfs and medical records received. This complaint is for the left hip. After review of the medical records for MDR reportability, the revision operative note indicated pain. There were no signs of metal wear. The stem is being added for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/1/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: ((B)(4).